Manufacturer narrative:
(B)(4).

Event description:
The patients spouse reported that the patient passed away. The spouse alleged that the dexcom system partly caused or contributed to the patients death as a result of minimal training, false readings and numerous alarms. The date of death, sensor insertion date or site were not provided by the reporter. Per an online obituary, the patient's date of death was january 19, 2019. Although requested, no additional information was provided. No additional patient or event information is available.